Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: material analysis determined that the device fractured in bending fatigue. Conclusion: the most likely cause of the event is fatigue of the device due to the vertebrae not fusing.

Event description:
It was reported that; on (B)(6) 2013, the patient underwent the surgery . Peek used to l3-l4-l5, multi axis connector used to level l4 and level t6-t7. Afterwards, the surgeon found that the rod was broken. The rod broken was only left side of level l4. Right side rod wasn't broken. The surgeon is planning revision surgery on (B)(6) 2015.

Event description:
It was reported that; on (B)(6) 2013, the patient underwent the surgery . Peek used to l3-l4-l5, multi axis connector used to level l4 and level t6-t7. Afterwards, the surgeon found that the rod was broken. The rod broken was only left side of level l4. Right side rod wasn't broken. The surgeon is planning revision surgery on (B)(6) 2015.